Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable drug infusion device. The drug being delivered was dilaudid (hy dromorphone) at an unknown dose and concentration. The reason for use was spinal pain. It was reported that a hole eroded into the patient¿s skin at the pump site. The patient stated that you could see the pump (about the size of a half dollar). The event date was reported at (B)(6) 2017. The pump was explanted. The caller was redirected to the healthcare professional. There were no further complications reported/anticipated.